Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors that may contribute to stent fractures include, but are not limited to, damaged struts, low radial force, anatomical conditions, stretched stent, fatigue, or interaction with other devices. There was no damage noted to the stent during the original procedure. A review of the lot history record did not reveal any nonconforming material records associated with this lot, indicating all lot release testing met specification. Additionally, there have been no other incidents reported for this lot. There is no indication to suggest a product quality deficiency. All xact stents are visually inspected for damage during the manufacturing process. Additionally, a sampling of units is destructively tested verify proper stent deployment. A conclusive cause for the reported stent fracture could not be determined. The reported stenosis may be the result of the reported fracture; however, this also could not be determined.

Event description:
It was reported that on (B)(6) 2007, a 6-8x40mm rx acculink stent was implanted in the right internal carotid artery (rica) and on (B)(6) 2007, an 8-6x40mm xact stent was implanted in the left common carotid artery (lcca). On (B)(6) 2011, the patient presented to the emergency room with sudden onset of left sided facial droop, left sided weakness and dysarthria which was diagnosed as a cerebrovascular accident (cva). Cva protocol was initiated and tissue plasminogen activator (tpa) was administered. After tpa administration, significant improvement was seen leaving only some residual left facial weakness. Per angiogram, the rx acculink stent in the rica was patent, but the xact stent in the lcca had a type I distal single strut stent fracture with significant restenosis. Since the stent in the rica was patent, it was felt that there was thrombosis that was resolved with administration of tpa. No additional intervention is planned for the rica; however, intervention is planned to treat the in-stent restenosis and stent fracture of the xact stent in the lcca which will not occur until the patient has recovered from the current stroke. On (B)(6) 2011, the patient was discharged. There was no additional information provided.